Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor flow restrictor was ripped off and leaked. The pump totally emptied to the cover bag. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 15-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed that the tubing was broken off at the solvent-bonded junction of the flow restrictor. A piece of broken tubing could be seen remained inside the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. However, the probable cause may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.